Event description:
It was reported the physician placed a lead for a trial procedure. The physician noted a cerebrospinal fluid leak when attempting to place the second lead, so the second lead was not implanted. The pt reported receiving effective stimulation post operative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.